Manufacturer narrative:
Concomitant: product ID 8627l18, serial# (B)(4), implanted: 2001-(B)(6), explanted: 2008-(B)(6), product type pump. (B)(4)

Event description:
Information was received from a consumer regarding the delivery of unknown morphine (unknown dose and concentration) in an implantable infusion pump for failed back surgery syndrome. The system was explanted due to infection. The "wire popped through the skin"; alleged to be due to physician error. No further information was reported.